Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system that was involved in an infection. As per additional information, the patient had recurrent pericarditis even before the ICD was placed. The patient has been on and off anti-inflammatories. There were no additional adverse patient effects reported. The ICD remains in service.